Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info has been requested and if it becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "surgeon first planned to use secure-fit stem. During procedure, surgeon changed from wanting to press fit a #11 secure-fit stem to wanting to cement an omnifit stem. A #11 omnifit stem was opened and attempted to place in femoral canal. The stem would not go all the way down to resection so it was removed. Cement was cleaned out. A #9 omnifit stem was then implanted with new cement. Procedure continued as planned."